Event description:
Event description guidant received information that this ventricular implantable lead has dislodged. During the revision, the lead was noted to have a distinct bend on the portion in the heart. The doctor had difficulty retracting the helix after the lead was removed. Once the mechanism was freed, the bend was still there. When extending and retracting the helix the end of the lead bends and moves and 'jumps'. Tissue was noted in the helix. A new lead was implanted without incidence.